Event description:
The customer reported that the handpiece gets hot. Requests were made for additional information with no response received. There was no patient or user injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The service report indicates that the pre-repair temperature check performed at 60k (rpms) after 1 minute was as follows: 83 degrees f at t1, 85 degrees f at t2, and 139 degrees f at the collet. The ambient temperature was 74 degrees f. The collet was very noisy and internally corroded along with the bearings, which is what caused the handpiece to overheat. The collet was replaced and the handpiece was successfully tested to specifications. This device is used for therapeutic purposes.